Manufacturer narrative:
(B)(4). Additional: it was reported that the device had performance breakage suture. It was received for analysis an empty labeled winding former. No suture or needle were returned for evaluation to determine the assignable cause of the performance breakage suture; therefore, the reported failure could not be evaluated. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident of: ¿suture broken¿.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional summary: it was received for analysis an empty labeled winding former of product code w8704, lot mhb805. No suture or needle were returned for evaluation to determine the assignable cause of the performance breakage suture; therefore, the reported failure could not be evaluated. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Unknown. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences. No. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. No additional information was provided.